Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and high impedance due to previous left ventricular assist device surgery. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.